Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review/service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported downstream occlusion out of specification was not reproduced during evaluation. A review of the event history log identified "downstream occlusion!" But were not determined if the alarms were true or false. The device was sent for downstream occlusion detection testing which yielded passing results. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion out of specification. There was no patient involvement. No additional information is available.